Event description:
It was initially reported by the treating physician that the pt had recently had settings programmed to unintentional settings. It was noted in the MFR's programming history database that during the visit with the previous physician, there was an interrupted system diagnostics test, which inadvertently programmed the pt to unintentional settings. A final interrogation was not performed prior to the pt leaving the office. The pt's settings have since been corrected.